Event description:
It was reported that after the patient entered the procedure room but prior to starting the procedure, a bend in the right ventricle (rv) lead was observed. The rv lead was not used for the procedure and a replacement rv lead was implanted. The patient was in stable condition.